Event description:
It was reported that this lead has a possible fracture. The physician decided to explant this lead and replace it with a different one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).